Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 05/13/2025, it was reported that the patient experienced inaccurate cgm values. Over the past three days since (B)(6) 2025, the patient¿s sensor continuously displayed ¿low¿ cgm readings. Each time this occurred, she treated the low blood glucose, and although her glucose levels would briefly rise, it would quickly drop back to ¿low.¿ concerned by the persistent low readings, she performed a fingerstick test, but it failed to provide a numerical value and instead displayed ¿high". Due to the lack of reliable glucose readings, she did not administer any insulin. On (B)(6) 2025 around 1am the patient began feeling extremely tired, drowsy, and had difficulty waking up. Her husband brought her to the hospital for evaluation. Upon arrival, a blood glucose (bg) test was performed, which showed a reading of 564 mg/dl. At that time, her sensor was still reading ¿low.¿ the medical team removed the sensor and initiated treatment with an insulin IV at a rate of 11 units per hour. After some time, she was transitioned from the insulin drip to insulin injections. She received two insulin shots: the first was 9 units, and the second was 11 units. Her blood glucose levels subsequently decreased to 229 mg/dl. At the time of the call, the patient remained hospitalized but was feeling significantly better than before her arrival. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Over the past three days since on (B)(6) 2025, the patient¿s sensor continuously displayed ¿low¿ cgm readings. Each time this occurred, she treated the low blood glucose, and although her glucose levels would briefly rise, it would quickly drop back to ¿low.¿ concerned by the persistent low readings, she performed a fingerstick test, but it failed to provide a numerical value and instead displayed ¿due to the lack of reliable glucose readings, she did not administer any insulin. On (B)(6) 2025 around 1am the patient began feeling extremely tired, drowsy, and had difficulty waking up. Her husband brought her to the hospital for evaluation. Upon arrival, a blood glucose (bg) test was performed, which showed a reading of 564 mg/dl. At that time, her sensor was still reading ¿low.¿ the medical team removed the sensor and initiated treatment with an insulin IV at a rate of 11 units per hour. After some time, she was transitioned from the insulin drip to insulin injections. She received two insulin shots: the first was 9 units, and the second was 11 units. Her blood glucose levels subsequently decreased to 229 mg/dl. At the time of the call, the patient remained hospitalized but was feeling significantly better than before her arrival. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.